Event description:
This patient had very severe cochlear ossification at the time of surgery. The pt only had 3 electrodes available. As patient's speech perception deteriorated, patient elected explantation.